Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 63. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed. Customer reported receiving a pump error. Customer was able to clear theerror and successfully complete fill cannula delivery test. Error tableindicated that pump requires replacement.the customer called for an issue not covered by existing troubleshootingguides. Refer to the event description for more details. No harm requiring medical intervention was reported. Mmt-1884l was requested and customer response was the device will be returned.

Manufacturer narrative:
Pump passed displacement test and self-test. No alarm anomalies noted during testing. Pump successfully downloaded to thump. Pump error 63 variable 15 was noted in the history files on (B)(6) 2024 at 20:54:18.00 and 20:54:30.00 due to two wire interface programming error. Test p-cap locked into the reservoir tube successfully. The electronic assemblies were inspected and found moisture damage on the pcba 1. The following were noted during visual inspection: cracked keypad overlay, pillowing keypad overlay, cracked case (battery tube), scratched case. In summary, customers alleged pump error 63 was confirmed in the history files due to a hardware error on the two wire interface. Exposed to moisture confirmed on the pcba 1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.